Event description:
It was reported that the ventilator shut down, stopped giving breaths, and then restarted twice while connected to the patient. The ventilator had displayed reset, but it is unknown if the ventilator had alarmed when the reported problem occurred. No reported harm to the patient.